Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device history part: 03.010.523, lot: l759640, manufacturing site: bettlach, release to warehouse date: 17. Apr. 2018. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. Device history batch null, device history review review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary: it was reported that on an unknown date, during an unknown event, it was found out that the impactor handle was broken at the tip of the insertion handle and the broken piece was stuck in the insertion handle. The insertion handle was not broken and did not have any malfunction. It is unknown if there was patient or procedure involvement. Investigation flow: broke - visual inspection. Upon visual inspection, it was observed that the threaded driving cap was broken at its distal end at its most proximal thread. The distal, broken-off portion tip of the threaded driving cap was returned lodged into radiolucent insertion handle. Minor surface wear on the remainder of the device including the concomitant radiolucent handle were noted which will not affect the intended functionality of the devices. The received condition was determined to agree with the complaint description and therefore the complaint is confirmed. Dimensional inspection: dimensional inspection conducted at cq at the region proximal to breakage that falls within the specification. Document/specification review: during the document/specification review the following drawings, reflecting the current and manufactured revision, were reviewed. Connector for insertion handle review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The material was reviewed, and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Investigation conclusion: the distal threads of the driving cap were observed to be broken; thus, the complaint is confirmed, and no new product design issues or manufacturing discrepancies were identified during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based upon the investigation findings, no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device: radiolucent insertion handle (part 03.033.001, lot l700507, quantity 1).

Manufacturer narrative:
Initial reporter is synthes sales consultant. A review of the device history records has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the tip of the threaded driving cap was broken and stuck inside the insertion handle. It is not known if there was any patient or surgical involvement. Concomitant device: insertion handle (part unknown, lot unknown, quantity 1). This report is for one (1) threaded driving cap. This is report 1 of 1 for (B)(4).